Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, the patient experienced redness and inflammation beyond the patch perimeter noticed while at a routine appointment. The patient was prescribed cefdinir and recovered after treatment. At the time of the report, the patient was doing okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.